Event description:
It has been reported to the company that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon into the patient's saphenous vein graft and inflated to occlude the vessel. The physician inserted the stent delivery system catheter and placed the stent. The physician attempted to remove the stent delivery system catheter and the occlusion balloon wire kinked at the touhy-borst adapter which caused the occlusion balloon to deflate. The physician was unable to aspirate the vessel. The svg vessel initially had slow flow. The physician administered nitroglycerine and adenosine and patient responded well.